Manufacturer narrative:
Visual inspection confirmed the reported complaint. The inner blade was broken at the flex cut. The outer blade was dramatically bowed. The adapter body showed significant cracking, consistent with excessive lateral load during use. The condition of the device is the direct result of excessive lateral load being applied during use causing the outer blade to become bent fracturing the adapter body which caused a misalignment with the inner blade and its breakage. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inner blade tube broke at the bend during use. The broken pieces were removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.